Manufacturer narrative:
Device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 04-apr-2024, it was reported that patient faced six infusion set cannula bent event. The event occured within 3 hours of insertion. The blood glucose level was high and also have ketones and the patient was treated with correction injection via mdi and infusion set was changed. Assistance from third party was taken (hcp and nurse). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.